Event description:
A falsely elevated ctni result of 0.8 ng/ml was obtained. This result was not reported to the physician. A result of 0.0 ng/ml was obtained on repeat analysis. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Initial troubleshooting was not indicative of instrument malfunction. Issue was resolved by dade behring personnel replacing a worn out component.